Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Evaluation of the fracture suggests the crimper was misaligned when crimping of the cable was attempted.

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2013 utilizing a cable and sleeve. While the surgeon crimped the sleeve onto the cable, the sleeve fractured. The cable and sleeve were removed and another set was used to finish the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.